Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 157448 ¿ m2a magnum head ¿ 505270, 139256 ¿ m2a magnum taper insert ¿ 348600, 192113 ¿ echo por fmrl lat ¿ 244080. Initial reporter medwatch#: mw5081947. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the products are still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00277, 0001825034 - 2019 - 00278, 0001825034 - 2019 - 00280.

Event description:
It was reported that patient underwent a left hip procedure. Subsequently, patient presented to physician with left help pain and was informed of metal on metal replacements rubbing, resulting in metal to enter into the blood stream. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.